Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient came in due to infection and underwent the first revision surgery. Then, she came in again due to signs of infection. On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: recurrent infection after tka: the first onset after 3 years since primary, the second few weeks after revision. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 21 december 206. (B)(4).

Event description:
The patient came in due to infection. The infection is confirmed as group d streptococcus. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
This follow-up report is being submitted to amend the previously reported information: the products involved in the complaint were implanted on (B)(6) 2016 (wrongly reported as (B)(6) 2013). The information related to the first revision surgery were reported in MDR (B)(4).